Event description:
It was reported that an unspecified amount of time following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. The patient was re-hospitalized as a result. Additional information was received that the valve dislodged during deployment and severe regurgitation was noted. A non-medtronic b alloon-expandable valve was implanted due to the risk of coronary obstruction/sequestration. Additional information was received that the patient remained very "agitated" during the procedure while sedated by the anesthesiologist. During a period of "agitation" and after the valve was released, the pigtail became displaced which led to valve dislodgement. The patient required a second hospitalization for the implant of the second valve.

Manufacturer narrative:
Updated data: b5. D6a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified amount of time following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. The patient was re-hospitalized as a result. Additional information was received that the valve dislodged during deployment and severe regurgitation was noted. A non-medtronic b alloon-expandable valve was implanted due to the risk of coronary obstruction/sequestration.

Manufacturer narrative:
Updated: b2, b3, b5, d1, d4, e1, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified amount of time following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. The patient was re-hospitalized as a result.

Event description:
It was reported that an unspecified amount of time following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. The patient was re-hospitalized as a result. Additional information was received that the valve dislodged during deployment and severe regurgitation was noted. A non-medtronic balloon-expandable valve was implanted due to the risk of coronary obstruction/sequestration. Additional information was received that the patient remained very "agitated" during the procedure while sedated by the anesthesiologist. During a period of "agitation" and after the valve was released, the pigtail became displaced which led to valve dislodgement. The patient required a second hospitalization for the implant of the second valve. Additional information was received that the deployment starting point was halfway through the pigtail catheter. The direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth was 2 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). After the valve dislodgement, the implant depth was -1 mm on the ncc and lcc. The regurgitation was paravalvular leak (pvl). A non-medtronic guidewire was used for the procedure.

Manufacturer narrative:
Image review: one intraprocedural fluoroscopic media file was provided for review in relation to the reported event. The absence of a pre-implant patient executive summary limited the ability to perform a comprehensive anatomical assessment. A fluoroscopic valve load inspection was not available for review; therefore, validation of appropriate valve loading could not be performed. The reported event involved a 34 mm valve. The imaging does not show whether a pre-implant balloon dilation was performed prior to valve implantation. During the implantation attempt, the implantation depth at the non-coronary cusp (ncc) was estimated to be approximately 3 mm, and significant under-expansion of the inflow portion of the bioprosthesis was observed. Implantation depth at the left coronary cusp (lcc) was not assessed and remains unknown. Under-expansion should prompt removal of the delivery catheter system (dcs), pre-dilatation, and implantation of a new valve using a new dcs. Despite the observed under expansion, the valve was released. Following release and subsequent removal of the dcs, the valve dislodged to a position above the aortic annulus. The dislodgement event was not captured; however, based on the available evidence, the observed under-expansion may have contributed to the valve dislodgement. It was reported that a balloon expandable valve was implanted; however, available evidence suggests that a balloon expandable valve had not been implanted at the time of this complaint. Review of the provided case report showed the valve implant appears under-expanded. The native valve appears to be bicuspid with only two heavily calcified cusps visualized, which may have contributed to valve dislodgement. The protruding calcification described in the case summary corresponds to the heavily calcified native leaflets. The implant is positioned above the native valve, measuring 1.3 mm above the lcc and 2.0 mm above the rcc. Review of pre-implant imaging and case planning summary could provide information on the estimated orifice area at 5 mm above the basal plane, to help confirm whether the selected valve size was appropriate. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.